Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure, the dissection balloon would not inflate. It was noted that the balloon was leaking. The issue occurred during the inflation step of the procedure. To resolve the issue and complete the case, another balloon was opened. There was no need for additional operations, and the patient outcome was reported as alive with no injury.